Manufacturer narrative:
The pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test. The pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. The pump reservoir was inserted and the pump reservoir does stay locked in place properly.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the ring around the reservoir chamber was coming off. The customer states the reservoir was not fitting right. The customer states their blood glucose level had been as high as 433mg/dl. The customer states they were bolusing and noticed the broken reservoir chamber. The customer's blood glucose level was 122mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.